Event description:
Getting a gb controller fault on the display, the dealer alleges that the patient was stuck in his van because the chair shut down. He was in his own van with others and they were able to roll him out of the van.